Manufacturer narrative:
(B)(4). UDI # (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had knee primary surgery and subsequently was in pain and hearing popping noises. X-ray showed that the locking bar was fractured.

Event description:
It was reported that a patient was revised approximately one year post implantation due to a fractured locking bar. A new tibial bearing and locking bar were implanted during the revision. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The locking bar and bearing was returned back for investigation. Visual inspection of the returned locking bar showed that it broke at two places. Also, there was wear (nicks and scratches). The sem report states that tibial locking bar showed severe contamination and post fracture damage, that did not reveal adequate evidence of fracture features to identify the mode of fracture. Sem micrograph showing the biological contamination and post fracture damage on the fracture surface. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with ti-6al-4v alloy. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided for investigation. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.